Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that an individual instructed patient to increase the settings  (for the pulse rate) on the stimulator, sometimes twice a day and after one week they still instructed the patient to increase the pulse settings to a level of 4.5. As a results of increasing the pulse setting as instructed, the patient woke up the next morning with extreme pain and nerve damage in their perineum, left leg and foot which continues to this day. After severe pain and distress a the ins was removed.  No further complications were reported/anticipated at this time.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that an individual instructed patient to increase the settings  (for the pulse rate) on the stimulator, sometimes twice a day and after one week they still instructed the patient to increase the pulse settings to a level of 4.5. As a results of increasing the pulse setting as instructed, the patient woke up the next morning with extreme pain and nerve damage in their perineum, left leg and foot which continues to this day. After severe pain and distress a the ins was removed. It was reported the patient sustained severe bodily and internal injuries, a severe shock to his nervous system, was caused to suffer severe physical pain and mental anguish. It was reported the patient had a pros-traumatic stress disorder from the event. No further complications were reported/anticipated at this time.

Manufacturer narrative:
H6 has been updated to reflect event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that an individual instructed patient to increase the settings  (for the pulse rate) on the stimulator, sometimes twice a day and after one week they still instructed the patient to increase the pulse settings to a level of 4.5. As a results of increasing the pulse setting as instructed, the patient woke up the next morning with extreme pain and nerve damage in their perineum, left leg and foot which continues to this day. After severe pain and distress a the ins was removed. It was reported the patient sustained severe bodily and internal injuries, a severe shock to his nervous system, was caused to suffer severe physical pain and mental anguish. This includes but is not limited to a pinched nerve, permanent nerve damage to his leg and foot, perineum pain, disability, and post-traumatic stress disorder ("ptsd") from on or round on (B)(6) 2019, to the present and continuing in the future.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.